Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The visual inspection of the product noted zero sutures and five needles. One needle was received a broken needle tip and two other needles were received bent. Upon microscopic inspection of the broken needle, the break site of the needle was smooth which indicates the needle was sheared. Additionally, microscopic inspection of the bent needles noted that instrument marks were adjacent to each bend site. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. No enhancements or improvements were generated for the reported condition. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during use on a patient, the device was put back on the needle counter and then it was noticed that the needle was shortened. An x-ray was performed to search for the broken needle, however, nothing was found in the body. New one was opened to correct the problem.